Manufacturer narrative:
The subject product was returned and simulated use testing found the device functioned as intended. The remaining fasteners fixated into a mesh/foam pad with no issues. Inner component evaluation found no manufacturing anomalies. The most probable root cause for the device failing to fixate is the result of an event occurring during user /device interface. It is possible proper counter pressure was not applied during use. The IFU for the sorbafix fixation device instructs the user "counter-pressure should be applied to ensure the fastener is fully deployed. Compress hand-piece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue." A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
It was reported that two or three sorbafix fasteners were deployed and connected in the first and second attempt during a tapp procedure. During the third and fourth attempt, only the mesh would fixate. There were no broken fasteners and the loose fasteners were removed. Another device was used to complete the procedure. There was no patient injury reported.